Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 117" and "defib fault 108" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned. The device's hv module was removed and returned. The malfunction was duplicated and attributed to a faulty mode relay.